Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: arcieri, m., paparcura, f., giorgiutti, c., et al. Robotic surgery in severely obese frail patients for the treatment of atypical endometrial hyperplasia and endometrial cancer: a propensity-match analysis at an esgo-accredited center. Cancers 2025, 17, 482 https://doi.org/10.3390/cancers17030482. Section b3: there is insufficient information regarding the procedure date; therefore, the article publish date was used. Section d4: there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. Section e1: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the reporter. Additional patient information: median body mass index (bmi) of 35.5 kg/m2 with a range of 23-67 kg/m2. Median age of 66.5 years with a range of 43-90 years.

Event description:
A literature article described a retrospective analysis between november 2021 and october 2023 of 124 patients who underwent robotic-assisted laparoscopic (rs) surgical procedures versus traditional laparoscopic surgical (ls) procedures for endometrial cancer (ec) and atypical endometrial hyperplasia. (Ah). All patients were categorized as severely obese frail patients and had a median age of 66.5 (43-90) years and a median bmi of 35.5 (23-67) kg/m2. The study was conducted to evaluate the perioperative outcomes, particularly focused on the obese patients. There were no conversions and no intra-operative complications. No device malfunctions were reported, and the authors did not attribute any events to any da vinci device. The article reported that of the 62 rs patients there was one postoperative stroke and one vaginal cuff dehiscence which required a return to the or for a surgical repair. Also reported was a urinary tract infection which was treated with oral antibiotics, two wound infections treated with oral antibiotics, and one paresthesia of the left thigh which was treated with oral nonsteroidal anti-inflammatory drugs. The study concluded the achievability of robotic surgery in obese patients is comparable to patients of normal weight. A request for additional information from the designated author was made. The author responded "there were no intraoperative complications and/or complications related to the da vinci system. The complications indicated are due to the patients' comorbidities and are in line with what is reported in the literature for this type of procedure. There were no problems with the console or the system."